Event description:
It was reported that during a anterior resection procedure, the nurse described that the device was inserted, articulated then positioned on bowel to be resected. The device was the closed on the tissue and the surgeon attempted to fire the device. The gun then locked out and the surgeon was unable to open the jaws to remove the bowel. They have requested more information from the consultant. Another device was used to complete procedure. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: how was the device removed from the tissue? The consultant straightened the device, used the red knife direction switch and pressed 'extremely hard' on the release button. This took several attempts to do and lots of fiddling before the device could be removed from the tissue. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 1st firing. If echelon, during which stroke did the event occur? 1st stroke. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? Blue. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected - yes, device wouldn't fire and then wouldn't open. Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.